Event description:
Boston scientific received information that during a one month post implant follow up visit, this right ventricular lead implanted with a non-boston scientific pacemaker displayed a lead warning alert. The warning indicated the lead had switched from bipolar pacing to unipolar pacing/sensing. High out of range pace impedance measurements were obtained. A review of the memory revealed these out of range measurements started seven days post implant. In addition, no capture was displayed. Impedance measurements in unipolar were within acceptable range. An internal technical service (ts) consultant was contacted regarding the out of range measurements. Ts confirmed this lead is a bipolar lead, but thought the issue was more likely a connection issue with the terminal pin not fully inserted into the device header rather than a lead fracture. Device manipulation to determine whether noise is created was recommended. A chest x-ray was ordered. The results of the manipulation and chest xray were provided to the physician. A lead revision is intended. No adverse patient effects were reported.

Event description:
Additional information was obtained. A revision procedure was performed. This lead appeared to going to the cephalic position. Interrogation of the lead revealed the set screw was not secure. When the leads were interrogated, acceptable impedance and threshold measurements were obtained. The lead was reconnected to a replacement device and normal pacing was obtained. No further issues were found. The following morning follow up revealed normal lead function.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information becomes available, this event will be updated.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.